Manufacturer narrative:
During the device evaluation, the reported bias current warning could not be duplicated. Upon follow-up the user facility was not able to provide any additional information.

Event description:
It was reported that at the user facility, the drill caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.